Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 3000 ml eva tpn bags were leaking from the lower part of the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 04/27/2018 and 04/30/2018. The actual device was not available; however, photographs of four (4) samples were provided for evaluation. A visual inspection was performed on the returned photographs and evidence of leakage between the spike port tubing and the spike port connector was noted on the four bags. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.